Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Event description:
It was reported during an unknown patient procedure, the acetabulum was being reamed and the reamer shaft broke. No patient injuries or adverse events reported as a result of the device malfunction. The procedure was completed successfully after a one (1) minute surgical delay.